Manufacturer narrative:
One osseotite® tapered certain® implant 4 x 10mm (xifnt410) was returned for investigation. Visual inspection of the as returned product identified significant damage at the implant collar and internal drive feature. The bottom threads are largely unworn. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that after placing the implant (xifnt410) it spun and could not get into the bone. It was also reported the hex of the implant was damaged. It was also reported that they were able to place another implant in same surgery.